Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 540 mg/dl. It was unknown how the customer treated for their high blood glucose. Customer did not report any symptoms related to high blood glucose. The customer stated that retainer ring was not on the top. The insulin pump will not be returned for analysis.